Manufacturer narrative:
The complainant was unable to provide upn and lot number of the suspect device; therefore, the expiration and manufacture dates are unknown. (B)(6). (B)(4) . The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary stent was to be removed during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed on (B)(6) 2020. According to the complainant, the metal stent was blocked. During stent removal procedure, the physician attempted to remove the stent using grasping forceps; however, stent wires broke and the removal was unsuccessful. The physician then tried to unblock the stent using extractor balloon. After removal of some material inside the stent, the physician attempted to remove the stent again using grasping forceps; however, more stent wires broke. Reportedly, the patient's oxygen saturation levels went down so the procedure was aborted. Reportedly, the patient's oxygen saturation went down. Reportedly, the device issues did not contribute to the reported patient complication. The patient's outcome is unknown.